Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the iesu involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an operating room (or) staff called in to report that they were having an error message on their erbe integrated electrosurgical unit (iesu) generator, c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified multiple erbe errors in logs. Prior to calling in, the customer had already began the process of using another vision side cart (vsc) from sk5787. The tse verified matching software. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and visual inspection: (bezel has crack top left corner.) (C-34 error on start and c-34 mono coag activation) erbe unit that was placed on golden system and was run in normal mode. The probable root cause is attributed high frequency voltage related electrical and fiberoptic issues on the erbe iesu. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.